Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility returned a gastrointestinal videoscope to the service center. During inspection of the returned device, it was observed foreign matter was coming out of the nozzle. The customer did not report any patient user injury or harm reported to olympus.

Manufacturer narrative:
Information added to h3 and h6. Correction to d8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed but could not be identified. There was no physical damage noted in the area where foreign material remained. From the obtained information, the device reprocessing deviated from the instructions for use (IFU) steps leading to remaining material in the nozzle. However, the root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the following IFU instructions. IFU states that the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.